Event description:
Stimulation did not totally cover the pt's pain. It was reported that one of the leads was not hooked up or was not working. The pt had a follow up appointment with their hcp. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.